Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer investigated reports that main drawer 2.2 pockets were not detected on the bus. Upon arrival, no active failures were listed. Customer reported specific items not appearing in inventory and not grayed out. Ran an inventory report, which showed only three items listed. Accessed hta and confirmed all pockets contained medications, indicating the drawer had been previously unloaded. Removed medications not reflected in inventory and assisted the customer with reassigning and reloading each item into the correct pockets. Inventory restored successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer failed, and the drawer was not being recognized by the station. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.